Event description:
A (B)(6) year old female patient called zoll customer support to report that she was receiving adjust belt messages. The patient was issued a replacement monitor.

Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) is underway. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor failed incoming functionality testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.